Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) was completed. The reported problem (not power up monitor) has been confirmed. Upon investigation battery pack was unable to recharge or power up a monitor. The battery cells and battery pca were contaminated. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack (B)(4), reporting that the battery pack was unable to power up a monitor.